Event description:
It was reported that a flogard solution administration set experienced no flow. This occurred during priming with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. Visual inspection showed that the tube was excessively inserted into the upper y. An air passage test was performed under water and the blockage was confirmed at the y junction. The cause was determined to be due to the automation machine excessively inserting the tube into the upper y. Operators were made aware of the issue in order to enhance awareness. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.